Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/18/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased range of motion, decreased mobility, increased risk of dislocation or revision surgeries, decreased life expectation of implant after revision surgery, metal toxicity/metal ions elevated, increased risk of long term health issues related to toxicity. Inflammation reaction, pseudotumor with grayish pus, metal debris, pseudotumor excision that caused permanent damage to tissue/bone and/or muscle. Medical records reported limited range of motion, swelling and edema. Lab result reports metal ions less than 7 parts per billion. Radiograph reportedly showed mild erosion medial aspect proximal femur at calcar and swelling/edema. Primary surgical note reported a post-operative hematoma. Possible joint infection. Revision surgical report noted negative for infection, post-operative ileus, extensive foreign body synovitis, soft tissue atrophy, scarrage, little osteolysis, and mild corrosion at femoral ball. Pathology result report noted severe acute and chronic inflammation. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 9, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised to address a pseudotumor, metalosis, osteolysis, and soft tissue damage. Update rec'd 1/22/2016-litigation received. Litigation alleges pain, discomfort, inflammation, and elevated metal ions. The stem is being added to the complaint for the elevated metal ion levels.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (patient and device codes) h6 patient code: no code available ((B)(6)) used to capture the surgical intervention. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 4/8/2015- clinical der received. There is no additional information to report at this time. The complaint was updated on: 04/13/2015. Update rec'd 1/22/2016-litigation received. Litigation alleges pain, discomfort, inflammation, and elevated metal ions. The stem is being added to the complaint for the elevated metal ion levels. This complaint was updated on: 2/1/2016.

Event description:
Complaint description: patient was revised to address a pseudotumor, metallosis, osteolysis, and soft tissue damage. Update rec¿d 03/18/2015 - the patient's medical records were received. The medical records were reviewed for MDR reportability. There is no additional information to report at this time. The complaint was updated on: 04/10/2015. Update rec'd 4/8/2015- clinical der received. There is no additional information to report at this time. The complaint was updated on: 04/13/2015. Update rec'd 1/22/2016-litigation received. Litigation alleges pain, discomfort, inflammation, and elevated metal ions. The stem is being added to the complaint for the elevated metal ion levels. This complaint was updated on: 2/1/2016. Update 4/18/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased range of motion, decreased mobility, increased risk of dislocation or revision surgeries, decreased life expectation of implant after revision surgery, metal toxicity/metal ions elevated, increased risk of long term health issues related to toxicity. Inflammation reaction, pseudotumor with grayish pus, metal debris, pseudotumor excision that caused permanent damage t tissue/bone and/or muscle. Medical records reported limited range of motion, swelling and edema. Lab result reports metal ions less than 7 parts per billion. Radiograph reportedly showed mild erosion medial aspect proximal femur at calcar and swelling/edema . Primary surgical note reported a post-operative hematoma. Possible joint infection. Revision surgical reporter noted negative for infection, pst-operative ileus, extensive foreign body synovitis, soft tissue atrophy, scarrage, little osteolysis, and mild corrosion at femoral ball. Pathology result report noted severe acute and chronic inflammation. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 9, 2016. Update 01/20/17 ¿ medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:02/01/2017. Update 03/01/2017 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation the complaint was updated on:03/22/2017. Update- 07/28/2017 reopen due to the receipt of x-ray disc. / / investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per device (B)(4). The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Medical records reviewed 18 jun 2015--(B)(4): from a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. The investigation above remains the same for the liner and head. A worldwide complaint database search found no additional related reports against the product code/lot code combination for the stem that was added. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information was conducted, as applicable, utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Medical records reviewed 01 feb 2017--(B)(4): there was no new information obtained within the provided additional information that changed the outcome of the previous investigation and medical record review. X-ray images reviewed 09 feb 2017: the provided x-ray images have been reviewed. It is noted that some of the images do not pertain to the patients right hip. Some involving the right hip are post revision showing that a constrained liner was implanted at revision. Review of the images pertaining to the devices implanted at primary in (B)(6) 2007 finds no evidence of device fracture, disassociation or anything indicative of a product problem. Medical records reviewed 22 mar 2017--(B)(4): there was no new information obtained within the provided additional information that changed the outcome of the previous investigation and medical record review. / / investigation summary: patient was revised to address a pseudotumor, metallosis, osteolysis, and soft tissue damage. Update rec¿d 03/18/2015 - the patient's medical records were received. The medical records were reviewed for MDR reportability. There is no additional information to report at this time. Update rec'd 4/8/2015- clinical der received. There is no additional information to report at this time. Doi: (B)(6) 2007 - dor: (B)(6) 2015 (right hip). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Update rec'd 1/22/2016-litigation received. Litigation alleges pain, discomfort, inflammation, and elevated metal ions. The stem is being added to the complaint for the elevated metal ion levels. Doi: (B)(6) 2007 - dor: (B)(6) 2015 (right hip). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Update 12/15/2016- x-ray images and medical records received. No device associated with this report was received for examination. The provided x-ray images have been reviewed. Review of the images pertaining to the devices implanted at primary in (B)(6) 2007 finds nothing indicative of a product problem. Provided medical records have also been reviewed. There was no new information obtained within the provided medical records that changed the outcome of the previous investigation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Update: additional x-ray images have been received. The provided images have been examined. It is noted that the high majority of the images are unrelated to the patient¿s right hip. Images that are of the right hip are dated (B)(6) and (B)(6) 2016 and so are one year and beyond post the (B)(6) 2015 revision of the devices associated with this report. No device fracture, disassociation or anything indicative of a product problem is identified. There is no new information to change the previously written investigative result. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, infection, metal wear, metallosis, and elevated metal ions.